Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Log file analysis reveals technical failure "internal o2 concentration high" alarm but was confirmed to be due to an o2 rich environment. The other alarms are all "occlusion" alarms which are related to the breathing circuit and needed to be addressed. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to a vyaire representative that the bellavista 1000 alarmed "occlusion" on psv-niv (pressure support-non-invasive ventilation). The patient connected to the device struggled to breathe. The end user checked for a wet filter etc., and all seemed fine. Appropriate niv mask , circuit, and filters were used. After attempts at troubleshooting, the patient was switched to another ventilator. No harm, but there was delay in treatment.

Manufacturer narrative:
Result of investigation: vyaire was not able to determine the exact root cause of the reported issue. Real time trends are not available and vyaire can only analyze ventilation parameters. Most likely the occlusion alarms had been triggered by the patients breathing efforts (patient dis-synchrony with the ventilator) and according to technical support, this will be resolved with the new improved occlusion criteria in software v6.0.1600.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.